Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to troubleshoot issue, when reviewing the images on the mobile view station (mvs) after the case both spins appeared normally; no longer white. Logs were received and sent into manufacturer. Software investigation initiated to add this case to test track 20021. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported after acquiring 3d spin the reconstructed images appeared very white on the mobile view station (mvs). The exam was automatically transferred to the navigation system and appeared normal on that system. Another spin was acquired during the case and exhibited the same behavior; no spins went unused. There was no impact to the spine procedure. Troubleshooting: when reviewing the images on the mvs after the case both spins appeared normally; no longer white. There was no impact on patient outcome.